Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was changing his reservoir when the screen of his pump started flashing and an software error detected alert. The customer¿s blood glucose level was unknown. Customer reported they were unable to clear the alarm. Customer stated that insulin pump was not exposed to a high magnetic field. The insulin pump will not be returned for analysis.